Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer was receiving a lost sensor alert on her insulin pump. At the time of reporting her blood glucose was 126 mg/dl. Customer was advised to replace the sensor as the one she was currently using may have been damaged at the time of insertion. The sensor is being returned and replaced. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.